Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient's monopole impedance was at 2300 ohms at 0.70v. The rep reported they would run impedances again on (B)(6) 2018 at 1.5/3.0v and if the impedances were below 2000 then the patient's MRI would go forward. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause of the issue was not running the impedances at 1.5 volts. They were only checked at 0.7 volts. The issue has resolved. The patient weight was not available. No further complications were reported/anticipated as a result of this event.